Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. Review of the catheter showed a burst balloon which had split vertically from distal to proximal of the balloon effective area. Closer examination using dino-lite (x60 magnification) along the split line and nearby proximity area revealed scratch marks on the balloon. Further magnification releaved some strokes of scratches on the this silicone membrane, suggesting that the balloon may have came in close contact to a rough, rugged object. Balloon split may happen due to various reasons such as contact with sharp object during use i.e contact with clamper, kidney dish/tray. Balloon could also split as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature, salty like sediment could also possibly lead to balloon tear. Refer to figure 1 below adopted from an article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process as well. Conclusion : based on the investigation conducted, there are traces of scratch marks on the balloon surface. In manufacturing, all catheter is 100% inflation and deflation tested and such failure in manufacturing could be detected and culled out. Therefore, this complaint could not be confirmed.

Event description:
Accidently pulled out male urine catheter as it was not draining a lot of urine. I tried to reposition it and move it about. Did not expect it to fully come out as balloon was no longer inflated and was already burst. It was draining all night till time of accident. Did not inflate balloon. Flushed only once with doctor present and requested to informed doctor; doctor witnessed accidental removal during the flushing of catheter. Inspected site with doctor. Plan to have surgeons place another one.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Accidently pulled out male urine catheter as it was not draining a lot of urine. I tried to reposition it and move it about. Did not expect it to fully come out as balloon was no longer inflated and was already burst. It was draining all night till time of accident. Did not inflate balloon. Flushed only once with doctor present and requested to informed doctor; doctor witnessed accidental removal during the flushing of catheter. Inspected site with doctor. Plan to have surgeons place another one.